Event description:
I had sylfirm x treatment at (B)(6) a medical spa in (B)(6). The medspa sold this procedure as shrinking pores and erase wrinkles along with many claims not substantiated by the FDA. I trusted the medspa and went ahead with the procedure. It had badly damaged my skin texture, I was not able to work for many months due to the intense stress caused by the facial damage. My face was badly scarred, and I lost significant amount of facial fat. When I reached out to sylfirmx company via social media they immediately blocked me. It has been over nine months, my damage is permanent and has completely derailed my life, I cannot accept my facial disfiguration and I don't want to live anymore.